Event description:
Customer reportedly received results of 300 mg/dl and 125 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.